Event description:
The balloon was removed from the patient, doctor and reason not indicated. Ams has requested additional information.

Event description:
The balloon was removed from the pt and replaced due to recurring in continence.